Manufacturer narrative:
Product complaint#: (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. The suture broke while sewing the uterus. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested, but unavailable: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail¿¿according to the feedback of the sales representative, all the above answers are unknown. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 g/m.